Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been in for service before. The review of the event history log found ¿cassette not attached properly" was displayed multiple times. Functional and delivery tests were performed, and the reported problem was confirmed through functional testing. The device was tested and the alarm "cassette not attached properly" was alarming when cassette was attached properly. The root cause of the problem was a contaminated downstream occlusion (dso) sensor. To solve the problem, the dso sensor was replaced.

Event description:
It was reported that the device had an error "cassette not attached". There was no patient involvement.